Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had to be resuscitated and was admitted to the hospital as the ICD was unable to defibrillate the patient. An interrogation of the device found a warning indicating a low shock impedance measurement below 20 ohms was detected; however, the actual measurement was not observed in the daily measurements. A memory download was obtained and sent to boston scientific technical services (ts) for evaluation. A review of the memory found that one low shock impedance fault of 19 ohms was recorded in (B)(6) 2011. All shock lead impedance measurements after the fault was recorded have been in normal range. The device also had not experienced any resets and no other faults were found. It was also discussed that because the device averages the shock impedance measurements over a week, one out of range measurement would not be observed in the daily measurements. However, the fault is still recorded in the memory and a message would be visible in the clinical event box when the device is interrogated. Additional information was received that this patient subsequently died over the weekend. Both the ICD and rv lead were explanted and will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ICD was thoroughly analyzed. A memory download was unable to be performed as the device had no telemetry. Visual inspection noted three arc marks on the top back edge of the device case. The ICD was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The results of this analysis revealed that the output circuitry was damaged. The rv lead implanted with this device was also analyzed and it was noted the lead¿s insulation was abraded to the high voltage conductors, and there is evidence of arcing damage in this location. Laboratory analysis concluded that the device was damaged as a result of a shorted rv lead condition that occurred during the delivery of a high energy shock. As a result, the ICD would not have been able to deliver any further subsequent therapy for the patient and possibly contributed to the patient's death.